Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the right ventricular lead exhibited low sensing and low lead impedance. The physician tried repositioning, but was unsuccessful. The lead was not used. Another lead was implanted. The patient¿s condition post procedure was stable.